Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern over textured implant.

Event description:
Healthcare professional reported right side "deflation and an exchange of textured breast implants due to the patient¿s concern with the product". Device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the identified photos: yellow biological tissue, opening on radius, device patch with lot number 2013129, and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.